Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that the micro puncture wire broke off within the patient. The physician was able to snare the wire successfully to remove it.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. Root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints were identified for this lot number.